Event description:
It is reported that in 1993 pt underwent right total hip replacement. Post-op in 1999, it was determined that the liner had deteriorated and the acetabular shell had loosened. Following 5 days later, the hip was revised.